Event description:
It was reported that the patient's ipg became inoperable due to not recharging as recommended. Surgical intervention may occur to address the issue.

Event description:
Additional information received indicates that the ipg was explanted and replaced.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.